Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include over-insertion, not inserting the implant coaxial to the bone tunnel, improper bone preparation or prying/leveraging the driver while the implant is still loaded. This is the (B)(4) complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, a small bone fastak suture anchor with 2-0 fiberwire was used. The distal end of the anchor broke-off while the device was being implanted. The broken distal end of the anchor was unable to be retrieved from the patient. A second small bone fastak suture anchor with 2-0 fiberwire was placed beside the first anchor to complete the procedure.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Complaint confirmed. The evaluation revealed that the anchor's hex broke-off at the base. In addition, the hex's distal end is slightly bent. The device met all material specification as received. The most likely cause(s) of this type of event include over-insertion, not inserting the implant coaxial to the bone tunnel, improper bone preparation or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, a small bone fastak suture anchor with 2-0 fiberwire was used. The distal end of the anchor broke-off while the device was being implanted. The broken distal end of the anchor was unable to be retrieved from the patient. A second small bone fastak suture anchor with 2-0 fiberwire was placed beside the first anchor to complete the procedure.